Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins recharger had a 375 error code. The patient reported that they were having agonizing pain and the ins has no battery. It was reported that the ins hasn't worked all weekend. A replacement recharger antenna was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the ins recharger antenna did not resolve the issue. The patient was still seeing a 375 error code and the ins was still off. A new ins recharger was then sent to the patient.